Manufacturer narrative:
D1, d2, d3, d4, g1, g4 corrected. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the screen of the programmer froze during a threshold test performed on (B)(6) 2021.

Event description:
Reportedly, the screen of the programmer froze during a threshold test performed on (B)(6) 2021.